Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) lo (less than 10 mg/dl), 190 mg/dl, and 149 mg/dl 2) 15 mg/dl, 195 mg/dl, and 167 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.